Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. The foot plate on the second proglide device did not close completely. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to a 20fr sheath and aaa procedure was completed. Hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but was not returned and it's location is unknown.